Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. A visual analysis of the returned sample revealed that the zero-p va cage convex h5 peek was returned in an unassembled condition. The device showed no defects or damage. The packaging box and the plastic pouch were received in an opened condition, and it is not possible to determine the original condition of the device. Therefore, the 'misassembled upon receipt' issue cannot be confirmed, and the potential cause or the location where the device may have fallen apart cannot be fully determined. A dimensional inspection for the zero-p va cage convex h5 peek was not performed as it is not applicable to the complaint condition. An interaction was performed to test how secure were the spacer and the plate, both were wiggled and tried to be pulled apart. Both components remained firmed and stayed connected. The overall complaint was confirmed as the observed condition of the zero-p va cage convex h5 peek would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part number: 04.647.135s. Lot number: 2951p84. Manufacturing site: mezzovico. Release to warehouse date: 18 nov 2022. Expiration date: 01 nov 2032. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plate can no longer be placed in a stable position. It fell apart when it was removed from the pack. There was no patient involvement.